Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line)which occurred on the home choice (hc) during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The hc then alarmed system error 2367. The tsr had the hp cycle the power again and the hc proceeded to 'press go to start'. The hp was not connected at the time of the alarm. The hp stated that the transfer set came loose from the patient line while she was sleeping, caused by a loose connection. The supplies were not damaged by an outlet port clamp or an assist device, and proper procedures were reviewed with the hp. The tsr informed the hp to start over with all new supplies or to perform manual therapy. The tsr instructed the hp to inform her nurse of the system error 2240. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The care giver contacted corporate product surveillance on (B)(6) 2012. He stated that the loose connection was caused by user error alone and there were no allegations made against any of baxter's products. He stated that the patient was currently in the hospital, and that her diagnosis was currently unknown and he did not know if it was related to the patient's therapy or not. The patient was continuing therapy on the homechoice and there were no adverse events reported to be related to this event..

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.